Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the clinic due to atrial fibrillation with a rapid ventricular rate. It was noted that the right atrial (ra) lead exhibited undersensing. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient experienced palpitations and chest heaviness. It was noted that the right atrial (ra) lead continued to exhibited undersensing. An appointment was scheduled to reprogram the ra lead.